Event description:
Olympus was informed that 2 pts were admitted to the hosp after having undergone a colonoscopy due to bleeding, diarrhea, and mucous in the rectum. The user facility was suspecting a possible chemical colitis.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more info regarding the report and was informed that the pt underwent a diagnostic colonoscopy and was examined with the subject device. During the procedure, a biopsy was taken due the pt's crohn's disease. There were no complications reported during the procedure. The procedure was completed using the same set of equipment. However, after approx 5 hours the pt was said to have been admitted at harrison co hosp due to chills and fever, but no diarrhea. A CT scan was performed, and the result was normal. The staff reported that there was no confirmation of infectious chemical colitis on the pt. The device was said to have been reprocessed in minntech's dsd-201 automated endoscope reprocessor (aer). Minntech's rep evaluated the aer and no problem found. The colonoscope was returned to olympus for eval. The eval found minor physical damage on the distal end and bending section. There were no further issues observed. This report is for the second pt. (B)(4).